Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced a high blood glucose level of 408 mg/dl. The customer reported wanting an insulin pump functionality check due to high blood glucose levels greater than 250 mg/dl. The customer had no symptoms. The customer treated for the high blood glucose level with a manual injection. During troubleshooting, the high-pressure test did not pass. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, primetest, excessive no delivery test and dat test. The stop (idle) current and run current measurement tests are within specification. Unit also passed off no power alarm test and unexpected alarm error test. The no delivery alarm functions properly during the basic occlusion test and occlusion test. Unit uploaded properly using (B)(4). No cosmetic damage. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.